Event description:
It was reported a spectrum pump alarmed "door not fully latched". It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door not fully latched" alarm was reproduced and confirmed through evaluation. This error message was caused by a broken upper link switch. The upper auxiliary assembly, which contains the broken upper link switch, was replaced.